Event description:
It was reported that the patient had no stimulation sensation. There was good placement in the case and the permanent implant was 2.5 months ago and now there was no stimulation. The manufacturer representative completed the impedance check and all impedances were normal between 385 to 1170 ohms. They mapped the implantable neurostimulator (ins) all the way up to 8.5v and there was no sensation felt by the patient. There were no falls or accidents noted. The impedances were similar to historical impedances. The manufacturer representative had to step into a case and would need to call back. It was reviewed that the manufacturer representative could look into lead placement. After 2 months of the patient not feeling any stimulation with reprogramming and back and forth with cycling on mode the patient was still not feeling stimulation nor receiving benefit. The patient's health care provider (hcp) did an anteroposterior (ap) and lateral x-ray and it was found that the lead was completely pulled out of the target area. The patient had everything replaced on 2014-(B)(6) and was feeling stimulation at .07v as well as receiving therapeutic benefit.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0jvt3, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3037, (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0jvt3, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).